Event description:
The valve was explanted due to elevated gradient and replaced with a 27 mm sjm masters series valve. Intraoperatively, it was noted that pannus was found on the valve; however, both leaflets were opening and closing normally. The pt was reported to be recovering well.